Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011937, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011937 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l-8 on 25-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b01780 was manufactured according to form version 02 and manufactured in the machine itl03, on 09-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one and half day. Blood glucose at the time of event was high and patient took correct bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.